Event description:
It was reported to philips that there was a user interface issue during imaging, unable to shoot or change inch size on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided information to resolve the issue and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).